Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, after the device was successfully deployed, the knot was cinched and advanced completely. Hemostasis was achieved initially, but after 2 minutes, there was pulsatile flow of blood at the groin site. Manual arterial compression and a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. No clinically significant delay in the procedure or therapy was reported. It was reported that the physician is in training in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive investigation. Pulsatile blood flow at the groin site that occurred two minutes after successful deployment as reported can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During the manufacturing process all devices undergo multiple suture-related inspections, such as tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. All devices are inspected to verify that the suture is not damaged or deformed. A sample of the devices from each lot must be successfully functionally deployed as part of lot release testing. Suture break can occur when, the suture is nicked by rotating suture trimmer, thumb knob is released and the gate is closed on the suture. The use of quick, jerky motion to apply tension on suture as compared to a slow consistent increasing tension and pulling the suture laterally or medially on suture limb could result in a suture break. Suture breakage can also occur during knot advancement. Prematurely deploying the gated suture trimmer lever could result in an air knot, thereby resulting in an incomplete closure. There was no reported abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause of pulsatile blood flow at the groin site two minutes after deployment and the associated patient effects could not be determined. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not reported. There does not appear to be any indication of a product quality deficiency.